Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure performed on (B)(4), 2011. According to the complainant, the generator stopped working during the procedure. The users attempted to cycle the power on and off, but only the fan would turn back on. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found some decals on the cover; otherwise, the unit appeared to be in good physical condition. All knobs and switches functioned properly. Electrical evaluation found that the unit would not power up; the fan turned on but no lights on the front panel illuminated. Energy delivery was not possible. Upon further investigation it was noted that two transistors on the top printed circuit board were no longer functioning. The transistors were replaced, after which the unit passed the endostat iii return evaluation procedure. The condition of the returned device was consistent with the complaint that the unit stopped working and only the fan would turn on; the complaint was confirmed. The failure detected likely occurred due to long or extended use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure performed on (B)(6), 2011. According to the complainant, the generator stopped working during the procedure. The users attempted to cycle the power on and off, but only the fan would turn back on. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.